Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformation at the end of the guidewire was confirmed but the cause is unknown. A single photograph of an end of the implicated 0.018¿ x 35cm guidewire was returned for evaluation. The guidewire appeared damaged/deformed at the end. However, it could not be determined from the photograph if the damage was due to displaced coils or another characteristic. There were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that deformation of the tip of the sidingene guidewire. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.